Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During the evening on the day of discharge, the patient noticed that eating dinner was painful. The patient was sent for gastroscopy and x-ray examination and was diagnosed with an ulceration in the esophagus. There was no evidence of atrio-esophageal fistula at the time of examination. The patient did require a two week hospitalization for placement of a covered stent and treatment for an infection related to the esophageal ulceration. The patient was discharged to home fully recovered and in stable condition. The physician&#38112;opinion regarding the cause of this adverse event was that there may have been too much power, contact, and/or time on the site of injury. It was reported that the high contact force warnings (>50g) did appear on the carto screen during the ablation. The generator was set to power control mode at 30w. Temperature was set to default of 50c. The temperature was within normal range of 37-40c and impedance from 100-112ohms. This adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, this is event is considered MDR reportable.